Manufacturer narrative:
The esheath introducer set was not returned to edwards lifesciences for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint event. A lot history review was performed and no other similar events were found related to a gap between the sheath shaft and introducer. There was one other similar event related to sheath shaft insertion difficulty within a patient, but available information suggested that patient factors contributed to that reported event. As the events were unable to be confirmed, a complaint history review is not required. The instructions for use (IFU) and training manuals were reviewed for guidance and instruction involving the esheath and commander delivery system usage. During sheath insertion, the operator is instructed to hydrate the sheath but do not wipe off hydrophilic coating. Insert sheath with edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Proper screening is critical to reducing vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. No IFU/training deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were unable to be confirmed due to unavailability of the device and applicable imagery. Based on available information, no manufacturing nonconformities were identified. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. No IFU/training manual deficiencies were identified. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ a review of the case description reveals that the patient¿s access vessels displayed mild calcification and tortuosity; however, no patient imagery was provided. The presence of calcification can lead to interference when inserting the sheath tip in vasculature, increasing the necessary push force. Vessel tortuosity in the patient¿s access vessel can also create a challenging pathway for sheath insertion due to unfavorable angles. Since no device nor relevant imagery were provided for evaluation, the complaint could not be confirmed. As such, there is insufficient information to determine a definitive root cause at this time. However, it is possible that patient factors (calcification/tortuosity) may have contributed to the complaint event. In this case, a femoral artery perforation occurred and was possibly due to procedural factors (device manipulation) and/or calcification of the access vessel that may have contributed to the complaint event. Since no relevant imagery were provided for evaluation, the gap with the introducer could not be confirmed. Additionally, as no device was returned, no relevant device dimensional analysis could be performed. As such, there is insufficient information to determine a definitive root cause at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective and preventative actions are required. Additionally, since no product non-conformances or IFU/training manual deficiencies were identified, a product risk analysis (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case access from the right femoral artery percutaneously. The introducer was inserted without issue. When inserting the esheath, the operator felt resistance just above the incision area and stopped advancing the sheath. Angiography indicated a perforation of the right femoral artery. An 8 mm balloon was inserted in an attempt to stop the bleeding. Another 8 mm balloon was inserted from the contralateral side. The right-side balloon was deflated, and a dryseal sheath was inserted. A 23 mm sapien 3 valve was successfully deployed. While retracting the sheath, additional access was obtained from the right superior femoral artery, and a stent-graft (8 mm viabahn) was placed. The operator noted that a gap between the introducer and the sheath might have caused the perforation. The minimum luminal diameter of the access vessel measured 6.3 mm. Mild calcification and tortuosity in the access vessel were reported. The device was discarded at the hospital and not returned for evaluation.